Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed the cap piercer wash cup on the unicel dxc 600 synchron system was overflowing onto the sample tubes. Customer indicated that the overflowed fluid was contained inside the instrument. Customer reported that there was a plug in the wash cup as there was a piece of red material seen in the cup. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with customer via the telephone. Cts advised the customer to hit stop and guided the customer to remove the blade and wick assembly to access the wash cup. Customer indicated that there was a piece of debris in the wash cup. Cts offered to dispatch service. However, customer stated that she would back flush the line. Customer reported that she back flushed the waste line and was able to remove some chunks of rubber stopper and white material that may have been gel separator. Customer reported that she used a small brush to clean the waste cup aperture. The fluid drained through the cup and the waste line after the repair but customer stated that there may still be debris at the 90 degree bend. Customer stated that she will install a new blade and wick and try priming the system. To date, customer has not reported on further overflow from the cap piercer wash cup.

Manufacturer narrative:
Results: waste chute. (B)(4).

Manufacturer narrative:
(B)(4).